Manufacturer narrative:
G4. Premarket identification PMA/510(k): p030016 - combination product removed from initial MDR. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and haptic bent. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Comments noted state "the returned lens is not the size stated in the claim". (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a different model and same length lens implanted vertically. The problem was resolved. Cause of the event was reported as unknown.